Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system showing seven lives remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument's jaws would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.